Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had trouble with setting up the purewick urine collection system and positioning the purewick female external catheter at the beginning, but they were good now. It was noted that the patient had been using products for less than 90 days.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿incorrect/ missing translation; missing instructions; vendor/printer error". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "set up and operating instruction" "place the collection canister (c) in the purewick¿ urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the purewick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a purewick¿ external catheter (I)." Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick¿ urine collection system. The IFU contains the following purewick¿ operating instruction: 1. After the purewick¿ urine collection system has been set up, place the purewick¿ external catheter according to the purewick¿ external catheter¿s instructions for use. 2. When the canister is ready to be emptied, remove the purewick¿ external catheter according to the purewick¿ external catheter¿s instructions for use and throw away. Note: keep the purewick¿ urine collection system on to make sure all urine has been drawn out of the collector tubing and into the collection canister before removing the purewick¿ external catheter. Note: although the canister can hold up to 2000cc (ml), to prevent overflow empty urine from the collection canister regularly or before volume reaches 1800cc (ml). 3. Turn off the purewick¿ urine collection system by pressing the on/off switch. Disconnect the a/c power cord from the power outlet and from the device. Disconnect collector tubing and pump tubing from the canister. 4. Lift collection canister from purewick¿ urine collection system. Do not lift canister by the lid. Take canister into an area appropriate for disposal e.g. A bathroom, carefully remove the lid, and dispose of urine in a proper receptacle e.g. A toilet or according to facility protocol. If using a privacy cover and it gets wet, remove and discard. 5. Clean collector tubing, pump tubing, canister, purewick¿ urine collection system, and power cord according to cleaning instructions in the cleaning and maintenance section. 6. Reassemble the purewick¿ urine collection system according to the initial setup instructions when the system is ready to be reused. When the purewick¿ urine collection system is not in use, unplug the power cord from its outlet. Make sure the unit is cleaned and disinfected prior to storage. Do not store when parts are wet or damp.¿ the device was not returned

Event description:
It was reported that the patient had trouble with setting up the purewick urine collection system and positioning the purewick female external catheter at the beginning, but they were good now. It was noted that the patient had been using products for less than 90 days.